Event description:
Copy of my email sent to synthes: I just received a loaner titanium mini fragment tray from the (B)(6) facility. I had a question concerning the bright green "attention" stickers that sealed the sliding screw covers closed. The sticker states that it must be replaced or the hospital will be charged for any missing screws. The thing that concerns me is the adhesive residue that the sticker leaves behind when it is peeled off. The residue is right above the screws and will potentially, if not definitely, melt down onto the implants during the wash / sterilization process. I understand the concept behind the stickers, but encouraging any foreign matter to affix to the implants makes me very nervous. I did what I could to remove the goo, but I encourage someone at synthes to remove the sliding screw covers and see what you have going on underneath them. Thank you for your time in looking into this issue. Response: dear ms. (B)(6), in (B)(4) 2009, synthes corporate compliance department was informed of the above referenced incident. We are now in receipt of the results. The issue was investigated by our product development department. The evaluation of the material safety data sheet and the supplier product date for the label indicates that this label does not present a significant toxic hazard and can be exposed to temperatures of -40 degrees f to -302 degrees f. At this time, the label will continue to be utilized in the evaluation sets. Trauma product development will investigate alternate solutions to eliminate the need for this label. We appreciate the opportunity to investigate this issue. Should you have any questions or concerns, please do not hesitate to contact me at (B)(4). Response to synthes: thank you for getting back to me. I understand that the msds sheets imply that the adhesive is non-toxic, but ingesting it and implanting it are two completely different things. The adhesive residue is also subjected to not just heat, but the washer/decontaminator, enzymatic and detergent. And then it is subjected to vacuum steam pressure. All of these things assist in breaking down the adhesive and causing it to run down onto the screws. I am glad to hear that alternative solutions are being looked at. When I mailed back the set in (B)(6), I had wedged a folded piece of card stock paper over the sliding lids. That seemed to hold them in place. Again, I thank you and everyone else for your time spent looking into this. Tray was not needed for the case it was borrowed for. It did not get used on a patient.